Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The low battery alarm and off no power alarm functions properly during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive or motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. Device was monitored for 2 days. No blank display, unexpected battery power loss anomaly, time loss anomaly or unexpected pump settings reset anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went completely blank, turned off without low battery alarm, squirting during rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had unusual noise during rewind, no delivery alarms, wear and tear damage. The insulin pump will not be returned for analysis.